Manufacturer narrative:
Initial and final MDR 1911310 - MDR 3003442380-2024-14496- device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set cannula was crimped on (B)(6) 2024. The blood glucose level was 300-400mg/dl at the time of event. The issue occured within three hours of insertion. No further information available.